Event description:
A (B)(6) female patient underwent evar with general anesthesia on (B)(6) 2010. The patient's anatomy was not suitable for endovascular repair since the proximal neck was an inverted funnel shape (the diameter of the proximal neck increased from 16mm to 18mm). The length of the proximal neck was 15mm. Final angiography revealed a proximal type I endoleak. Ballooning was performed to resolve the endoleak three times with a coda balloon catheter. The endoleak remained but was reduced. The physician decided to take follow up observation since he thought the endoleak would be resolved after heparin neutralization. The patient's condition after the procedure is unknown as it was not provided by the reporter.

Manufacturer narrative:
(B)(4): no follow up patient information has been provided by the reporter. Endoleaks are labeled in the IFU. The device remains implanted and no images were provided by the reporter. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions. Specifically, the IFU states that the device is intended for patients having a non-aneurismal aortic neck with a length of at least 15mm. The IFU also states "key anatomic elements that may affect successful exclusion of the aneurysm include¿an inverted funnel shape (greater than 10% increase in diameter of 15mm of proximal aortic neck length)." The physician commented that the patient was not suitable for evar as the proximal neck had an inverted funnel shape (16 to 18mm). The patients anatomy likely contributed the reported endoleak as the proximal seal was insufficient. The physician did not take additional action as it was believed that the endoleak would be resolved after heparin neutralization. At this time, there is no indication that a design or process induced failure of the device resulted in the endoleak. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with the failure mode was assessed and will remain at an acceptable level. Risk mitigation is not required at this time.